Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with all buttons responding properly. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08750 inches. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. No unexpected pump error alarms were noted. The pump was monitored for four days. No unexpected powering off, blank display, pump errors or alarms, or frozen display noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's son in law reported via phone call on (B)(6) 2018 that the insulin pump has a frozen screen and alarmed trace pointers are invalid. Customer was unable to successfully clear the alarm. Patient also has issues with the buttons and can not navigate the menu or insulin pump whatsoever. Troubleshooting occurred but issues remain unresolved. Patient also reported high and low levels of blood glucose on the day of incident with a high of 235 mg/dl but no value reported for low blood glucose. Patient also reports that they have been fine as long as they are connected to the pump. Insulin pump will be returned for analysis and replacement has been sent.